Manufacturer narrative:
This event is also being reported in manufacturer report number 1415939-2020-00007 , for a second suspect medical device. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of the performance of the likely cause lots, a review of field data, and a review of product labeling. Evaluation of complaint data for the products and likely cause lots identified normal complaint activity. A review of the performance of the likely cause lots did not identify any nonconformances, potential nonconformances, or deviations. The review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of the field data was performed which determined there is no general issue with prism hiv o plus lots 02011n100 and 05013m700. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an increase in (B)(6) rates for (B)(6) results when processing on the prism. Samples were retested in duplicate and the results were (B)(6). The customer stated confirmatory testing was (B)(6). Additional testing with western blot and hiv-2 eia was also (B)(6). No impact to patient management was reported.